Manufacturer narrative:
Gehc surgery service personnel unable to duplicate problem. Boot system 5 times without error. Ups backup is operating properly. Monitor and video splitter are both working properly. Esd kit has been inspected and is functional.

Event description:
Customer reported that the system had no display on the monitor. She and others tried booting the system several times without success and then it started to boot properly.